Manufacturer narrative:
(B)(4)

Event description:
It was reported "after the operation the anaesthetist decided to place a central line into the patients right jugular vein, before pushing the patient out to the intensive care unit. On arrival in the ICU a routine chest xray was taken to confirm correct placement of the catheter. The cvc was in the correct position in the right jugular vein. A foreign object was observed in the tip op the catheter. The anaesthetist was called to evaluate the situation and he decided to remove the catheter and replace it with another cvc in the right subclavian vein. There was no delay in treatment due to the peripheral lines in situ. The catheter was not used while it was inserted into the patient." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two x-ray images for analysis. The photos showed an x-ray image of the catheter both inside and outside of the patient. A section at the distal end appears to be brighter than the rest of the extrusion. This highlighted section is the internal plugs located within the extrusion. These plugs are meant to be present to assist with insertion. No defects or anomalies were observed with the appearance of the plugs; however, a full complaint investigation could not be performed to confirm any defects or anomalies with the sample. R & d was contacted as part of this complaint investigation. They confirmed that catheters of this type are meant to contain two plugs adjacent to the medial and proximal exit holes. Both plugs are present in the xray images and appear to be functional. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "ensure catheter patency prior to use". The report of a foreign material inside the device was not confirmed through complaint investigation of the customer supplied photos. The x-ray images provided by the customer show the catheter body while inside the patient. Analysis of the tip revealed two radiopaque extrusions. Confirmation from r & d revealed that these extrusions are meant to be included within the extrusion. A device history record review was performed, and no relevant findings were identified. Based on these circumstances, the root cause cannot be determined as a full complaint investigation could not be performed on the catheter involved with this complaint. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "after the operation the anaesthetist decided to place a central line into the patients right jugular vein, before pushing the patient out to the intensive care unit. On arrival in the ICU a routine chest xray was taken to confirm correct placement of the catheter. The cvc was in the correct position in the right jugular vein. A foreign object was observed in the tip op the catheter.the anaesthetist was called to evaluate the situation and he decided to remove the catheter and replace it with another cvc in the right subclavian vein. There was no delay in treatment due to the peripheral lines in situ. The catheter was not used while it was inserted into the patient." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided two x-ray images for analysis. The photos showed an x-ray image of the catheter both inside and outside of the patient. A section at the distal end appears to be brighter than the rest of the extrusion. This highlighted section is the internal plugs located within the extrusion. These plugs are meant to be present to assist with insertion. The customer returned one catheter and product lidstock for analysis. The kit was not returned for analysis. Definite signs of use in the form of biological material were observed within the catheter. Visual analysis revealed no obvious defects or anomalies with the returned catheter. Based on the circumstances that the sample was re-turned without the packaging and the signs of use on the sample, it cannot be confirmed whether foreign material apart from the plugs was observed and present prior to arriving to (B)(4) was contacted as part of this complaint investigation. They confirmed that catheters of this type are meant to contain two plugs adjacent to the medial and proximal exit holes. Both plugs are present in the xray images and appear to be functional. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "ensure catheter patency prior to use". The customer report of a foreign material could not be confirmed based on the investigation of the sample received. The catheter passed all visual inspections. Based on the customer photo, r & d was consulted, and they confirmed that catheters of this type are meant to contain two plugs adjacent to the medial and proximal exit holes. Both plugs are present in the x-ray images and appear to be functional. Apart from the plug, no obvious foreign material was observed at the time of the investigation. Therefore, based on the customer report and the sample received, the no problem was found with the returned device. Teleflex will continue to monitor and trend on reports of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported "after the operation the anaesthetist decided to place a central line into the patients right jugular vein, before pushing the patient out to the intensive care unit. On arrival in the ICU a routine chest xray was taken to confirm correct placement of the catheter. The cvc was in the correct position in the right jugular vein. A foreign object was observed in the tip op the catheter.the anaesthetist was called to evaluate the situation and he decided to remove the catheter and replace it with another cvc in the right subclavian vein. There was no delay in treatment due to the peripheral lines in situ. The catheter was not used while it was inserted into the patient." The patient's current condition is reported as "fine".